Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 1 of 3. A fluid leak was subsequently discovered. The patient was connected during the incident. It was confirmed there was fluid on the patient¿s second patient line but none of the fluid came in contact with the cycler. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during treatment. The patient confirmed that no fluid leaked from or came into contact with the liberty select cycler, explaining that the fluid had leaked from the stay safe pin connector on the cassette tubing. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment on the cycler after re-setting up with new supplies. The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 1 of 3. A fluid leak was subsequently discovered. The patient was connected during the incident. It was confirmed there was fluid on the patient¿s second patient line but none of the fluid came in contact with the cycler. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during treatment. The patient confirmed that no fluid leaked from or came into contact with the liberty select cycler, explaining that the fluid had leaked from the stay safe pin connector on the cassette tubing. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed they were able to complete their treatment on the cycler after re-setting up with new supplies. The patient confirmed they have continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.